Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery about three and a half years ago to implant the liner, and recently experienced liner breakage. A revision surgery was performed recently. The patient is currently stable.

Manufacturer narrative:
Product complaint # (B)(6). Investigation summary: liner breakage post-op. It was reported that the patient underwent surgery about three and a half years ago to implant the liner, and recently experienced liner breakage. A revision surgery was performed recently. The patient is currently stable. The product was not returned to depuy synthes, however photos were provided for review. See attachment .jpg. The x-ray investigation revealed that the delta cer insert 32id x 48od has fractured in multiple pieces. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 3702928 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 3702928 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 3702928 and no non-conformances or manufacturing irregularities were identified. Added: b5.

Event description:
Additional information was received stating: - after investigation, the patient underwent total hip arthroplasty in october 2022 in the hospital (the specific reason for surgery was unknown). 121882748 was implanted during the surgery. The hospital reported that the surgical process and postoperative rehabilitation treatment were smooth. On february 26, 2026, it was found that the ceramic liner was broken (the specific process was unknown), so the doctor gave the patient a second surgery for revision. The patient has been successfully discharged, and no subsequent adverse event reports have been received